Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a minor scratched lcd, cracked keypad at select button, peeling/fading serial number label, cracked case, cracked case, cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Due to these damages it was unable to perform the functioning tests.

Event description:
Customer's parent reported via phone call damage on the insulin pump. Customer's blood glucose level was 13 mmol/l. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump case around the battery and reservoir compartment was cracked. Customer advised the retainer ring was missing and the back of the insulin pump was cracked as well. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.